Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 088) issue. The reporter stated that the pump emitted two cs 088 call service alarms in a week. The reporter allegedly rebooted the pump following the first alarm, however the alarm recurred following the rewind, load, and prime steps. It was also reported that the alarm could not be cleared due to low battery warnings and power interruptions. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/21/2014-device evaluation:the pump has been returned and evaluated by product analysis on 05/14/2014 with the following findings:a review of the pump black box data revealed cs 088 call service alarms were recorded. The pump was exercised for 24 hours with no duplicated alarms. Unrelated to the complaint, the pump casing was observed to be cracked near the display. The pump case was removed and evidence of moisture ingress was found on the printed circuit board.